Event description:
It was reported via clinical study, that the 52 yo female patient experienced persistent pain and stiffness of the right knee. The patient never found relief after revision r tka on (B)(6) 2016. The date of adverse event onset is (B)(6) 2016. The patient had an examination under anesthesia with arthroscopic synovial biopsy and aggressive 3 compartment synovial debridement. The patient¿s outcome was last known as resolved.